Manufacturer narrative:
The promus elite ous mr 28 x 2.50mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no sign of distal tip damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks and a complete hypotube break located at 25.6cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues.

Event description:
It was reported that shaft break occurred. The target lesion was located in a calcified vessel. A 28 x 2.50 promus elite drug-eluting stent was advanced for treatment. However, during the procedure, the device failed to advance due to calcification and the shaft broke. The procedure was completed with another device. There were no patient complications reported.